Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implants at tooth sites 33 and 43 were removed due to infection. Pain, wound dehisce were reported as a result of the event. Xerostomia was reported as a patient pre-existing condition.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A complaint history review by item number was conducted for the (tsvwb8 and tsvwb10) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.